Event description:
It was reported that the tubing between the reservoir and the blood bag was coming loose. The collected blood was able to be re-infused and the pt did not require a blood transfusion from either a blood bank or pre-donated blood.

Manufacturer narrative:
The device has not yet been returned to the MFR for investigation. If the device is received, a quality investigation will be performed and a follow up report will be filed.